Event description:
Needle was put onto prefilled prevnar 13 (luer lock) syringe. Dose was administered to child and needle withdrawn from pt. When safety activated, whole needle came off of syringe, did not activate and flew in air and stuck in parent's lip.